Manufacturer narrative:
(B)(4). Health effect - clinical code - e1803 nodule.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The cgm was reading 401 mg/dl (it was reported by the patient although the value is outside of the 40-400 mg/dl range), the patient experienced didn´t experienced any symptoms and self-treated with 15 units of insulin. Then the patient went to the bathroom and suddenly lost consciousness. He experienced a lump on the head because of the fall. The patient´s wife called an ambulance. When the paramedics arrived the patient already regained consciousness, the paramedics took a blood glucose reading which was 57 mg/dl. The patient was taken to the hospital and was treated there with apple juice, crackers and levetiracetam 750 mg. A computerized tomography (CT) and a magnetic resonance imaging (MRI) were performed since the patient hit his head during the event; there is no information about the results. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.